Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic) molecular false positive results were obtained. Patient 1 of 4. Confirmatory testing was performed using biofire testing. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: patient #1 lot 1328430. Please provide the date this patient was tested on the biofire: (B)(6) 2022 was biofire result dual positive? If so what organisms did the biofire result? Yes. Proteus and staphylococcus sp. Was any organism seen on the gram stain for this bottle? If so what was the organism reported? Gram positive cocci. Did any organism grow in culture? What was the organism ID'd as? Coag neg staph . Was the proteus reported out for this patient? No. Please provide the product name, product number and lot number of the bcid panels used to test the bactec bottles on the biofire: customer is using bcid panels. (B)(6) : (B)(6) 2022 17:56:56 (gmt) customer problem: customer is reporting 442020 bottles result as proteus with biofire but no proteus is seen in gram or in culture. Steps taken with customer/troubleshooting: customer is reporting two additional lots of 442020 bottles, lots 1307617 and 1328430, that they have had their biofire result as positive for proteus but it does not grow in culture and is not seen in the gram stain. Customer is reporting molecular false positive with 442020 bottles from lots 1307617 and 1328430. Proteus on biofire result with no growth in culture

Manufacturer narrative:
H.6. Investigation summary: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification panels. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention and returned good samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention and returned good samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Refer to customer letter bd-43184. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic) molecular false positive results were obtained. Patient 1 of 4. Confirmatory testing was performed using biofire testing. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: patient #1 lot 1328430. *please provide the date this patient was tested on the biofire: (B)(6) 2022. *was biofire result dual positive? If so what organisms did the biofire result? Yes. Proteus and staphylococcus sp. *was any organism seen on the gram stain for this bottle? If so what was the organism reported? Gram positive cocci. *did any organism grow in culture? What was the organism ID'd as? Coag neg staph. *was the proteus reported out for this patient? No. *please provide the product name, product number and lot number of the bcid panels used to test the bactec bottles on the biofire: customer is using bcid panels. (B)(6): (B)(6) 2022 17:56:56 (gmt). Customer problem: customer is reporting 442020 bottles result as proteus with biofire but no proteus is seen in gram or in culture. Steps taken with customer/troubleshooting: customer is reporting two additional lots of 442020 bottles, lots 1307617 and 1328430, that they have had their biofire result as positive for proteus but it does not grow in culture and is not seen in the gram stain. Customer is reporting molecular false positive with 442020 bottles from lots 1307617 and 1328430. Proteus on biofire result with no growth in culture.